Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 9 years since the subject device was manufactured. Based on the results of the investigation, it could not be determined if the peeled ultrasonic transducer was caused by load, handling, or other issues. Therefore, the root cause could not be identified. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ this supplemental report includes a correction to h4 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the acoustic lens was peeled, angulation in the up direction was out of standard, the up/down knob had play, the adhesive on the bending section rubber was cracked, switch 1 was scratched, and the ultrasound image was defective due to damage on the ultrasonic probe. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope had a scratch on the probe. Inspection and testing of the returned device found the acoustic lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.